Event description:
A caller reported that the internal battery charge dropped 60% rapidly, leading to an unexpected shutdown of the device. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed about the need to restart continuous glucose monitor sessions and reload the cartridge after the pump turns off or is reset.